Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Review of logs was completed by the technical service engineer no related errors were found.

Event description:
It was reported that after a da vinci-assisted lysis of adhesions surgical procedure, the surgeon converted the procedure to an open laparotomy due to anatomy. There were no reports of da vinci related errors or complications that lead to the conversions. After the successful conversion while the system was not in use it was identified that the touchscreen on the vision side cart (vsc) was not working. Prior to calling technical support engineer (tse) the customer did power cycle the system with no change to the touchscreen. Tse walked the customer through a hard power cycle of the vsc and the reported problem was resolved. There were no errors or issues identified during setup of the system prior to the start of the procedure. No postoperative complications of the patient were reported.